Event description:
Customer reported that an administration set leak within the pump. There was no report of pt harm or medical intervention. Although requested, no further pt or event details were available.

Manufacturer narrative:
(B)(4). Although indicated the set would be returned, it has not been rec'd yet. A f/u report will be submitted with failure investigation results should the device be rec'd for eval.